Manufacturer narrative:
Qn#(B)(4). The customer returned an arterial catheter and spring wire guide (swg) inserted in its advancer tubing for analysis. Both the catheter and the swg showed signs of use in the form of biological material. Visual examination of the catheter revealed no deformities or anomalies. The swg had two bends near the j-bend. Both welds appeared to be fully formed and spherical. The bends in the guide wire body were measured to be 575 mm and 580 mm from the proximal tip. The overall length of the swg was measured to be 602 mm which is within specifications of 596-604 mm per guide wire product drawing. The outer diameter of the wire guide was measured to be 0.621 mm which is within specifications of 0.610-0.635 mm per guide wire product drawing. The returned guide wire passed through the returned catheter. A manual tug test confirmed the proximal and distal weld were attached. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide. Do not cut spring-wire guide." And precautions the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide." The complaint of a kinked spring wire guide was confirmed through complaint testing. The spring wire guide had kinks located at 575mm and 580mm from the proximal tip. A device history record review was performed and no relevant findings were identified. With the defects found and knowing that the defects occurred during use, user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: when inserting the catheter in femoral, the swg did not advance. The guide had been inserted with no issue but when it was about to be introduced it didn't advance in the catheter. When removing, the guide slightly separated but was removed entirely.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: when inserting the catheter in femoral, the swg did not advance. The guide had been inserted with no issue but when it was about to be introduced it didn't advance in the catheter. When removing, the guide slightly separated but was removed entirely.